Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other graftmaster device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a perforation in the second obtuse marginal branch. A 2.8 x 16 mm and a 2.8 x 19 mm graftmaster covered stent were implanted to seal the perforation. However, the covered stents failed to seal it; therefore, the lesion was sealed with embolization coils. Neither graftmaster covered stent contributed to complications. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.